Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, five days post implant, the patient developed chest pain and a confirmed pericardial effusion, on echocardiogram. It was also reported that the right atrial (ra) lead was suspected to have perforated. The ra lead remains in use. No further patient complications have been reported as a result of this event.